Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient¿s mother reported that the patient had been experiencing persistently elevated blood glucose levels of approximately 500 mg/dl for five days, requiring evaluation at both urgent care and the ER. The patient¿s blood glucose levels rose to approximately 500 mg/dl while wearing the pod on the abdomen for longer than 48 hours. Reported symptoms included headache, difficulty breathing, and vision concerns. No specific diagnosis was provided. The patient's symptoms were treated with saline; no insulin was administered. The patient was discharged the same day.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found only one pod hazard alarm generated during this period, which was an empty reservoir alarm generated at 12:19 on (B)(6) 2026. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode, and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that on (B)(6) 2026, the user's estimated glucose values increased to urgent high (greater than 400 mg/dl) twice, once at 14:31 and once between 17:21 and 17:36. In both instances, the user's estimated glucose values were able to decrease below urgent high, with values reaching the user's target of 130 mg/dl at 02:11 on (B)(6) 2026. While the system was used in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. No automated delivery restriction alerts were generated during this period. The cloud data showed multiple bolus records during this period. Comparison of the bolus records to the phb data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively delivered by the pod. No evidence of issues with insulin was observed in the available cloud data. Without the pod, it could not be determined if the pod was leaking or if any evidence of fluid was present inside the pod. The exact cause of the reported fluid observed inside the device could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone14.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.